Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the reservoir was leak. The customer¿s blood glucose level was unknown. The customer stated that when she filled the reservoir there was squirting part when she tried to open. The troubleshooting was performed for the reservoir leak. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 seal reservoir. Performed pre-fill reservoir test per (B)(4). Found reservoir no leakage anomaly during filling. Also checked reservoir¿s snap-cap width dimension per (B)(4). Also using a new lab infusion set connect found reservoir's snap-cap too tight to connect or lock or release. Evaluated 4 open or used reservoirs. Performed pre-fill reservoir test using a new lab transfer guards, per (B)(4). Found reservoir no leakage anomaly during filling. Also checked reservoir snap-caps width dimensions (B)(4). Using a new lab infusion set and found 3 of 4 reservoirs easy to connect/release, no connector anomalies during analysis.